Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with inappropriate anti-tachycardia pacing therapy and inappropriate defibrillation therapy from the implantable cardioverter defibrillator, which was suspected to be due to prescribed program settings. Programming modifications were discussed. No further information was reported.